Event description:
It was reported that the patient presented to the clinic remotely for a follow-up on (B)(6) 2022. During examination of the right ventricular (rv) lead, it was noted that the high voltage lead impedance drastically increased and went out of range. No programming changes were made to the lead. There were no adverse consequences to the patient.